Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that sometimes the insulin pump under delivers and another times it delivered too much insulin. Caller stated that the customer's insulin pump buttons were sticking and not responding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.